Event description:
A customer reported a complaint of high readings on their precision xtra blood glucose meter. The customer obtained a reading of 208 mg/dl compared to a lab reading of 80 mg/dl. When plotted on a parkes error grid, the results fall in the 'c' zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreament.

Manufacturer narrative:
The customer's meter and test strips have been returned. Investigations are underway.